Event description:
Allegedly, the patient went down a 30cm step and break occurred.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).